Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the pocket was not recoverable. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ghost pocket issue. The technical support specialist (tss) confirmed that the pocket was not recoverable due to the absence of a b-255. The customer opened the back of the device, reseated the cables, and successfully resolved the issue. A case was opened for record-keeping purposes, and the customer granted permission to close the ticket.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the pocket was not recoverable. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.